Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent fracture). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis and calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. Related to another drug/ device (previously deployed stent). (None) ¿ device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis and calcification. Inherent risk of procedure ¿ (stent fracture). (B)(4).

Event description:
It was reported that the physician used a 3.0mm x 26mm resolute integrity drug eluting stent to treat a calcified lesion in the rca with 80% stenosis. The stent fractured at the proximal of the over lapping stent. One unknown bms was used to cover the stent. No patient injury reported. No clinical sequelae were reported.